Manufacturer narrative:
Patient information was unavailable from the site. Manufacture date was not available at the time of this report. The device was disposed of by site and will not be returned for analysis. The medtronic representative communicated proper usage of the biopsy kit with the surgeon and will be on site to cover the next biopsy case. Device disposed of by the site

Event description:
A medtronic representative reported that the biopsy screwdriver broke in half during a biopsy case. The surgeon was going to tighten down the third screw on the base of the kit when it broke. The surgery proceeded as planned. No patient harm was caused by the incident.

Manufacturer narrative:
A medtronic representative has covered several subsequent cases which have all gone well. No further issues.

Manufacturer narrative:
Mfg date now provided.